Event description:
The patient's generator was identified as having been affected by a manufacturing error that led to the generator remaining programmed on to a high output state for about two months as a result of an incomplete final electrical test at time of manufacturer. During the time that the device remained programmed on, the generator is believed to have used a significant amount of battery capacity. The calculated projected life accounting for the time that the device remained on did not meet the design requirements for battery longevity. This issue does not affect the actual performance of the device. However, it does result in reduced battery life. The physician was notified via field action notice letter. It was reported on (B)(6) 2016 that the patient was referred for replacement. The physician believes that the device was nearing end of service. It was later reported on (B)(6) 2016 that the patient passed away on (B)(6) 2016 due to lungs and heart issues; the vns device is not believed to have been related to the patient's cause of death.

Manufacturer narrative:
(B)(4).